Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the device leaked while the user was handling the device and water invaded. Due to the invasion, abnormality of electronic parts occurred which led to temporary abnormal image. As a result, procedure was cancelled. However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that during preparation for use for an unknown procedure, this evis lucera bronchovideoscope showed no image. The intended procedure was canceled. The scope was not used in any procedures. The device will be returned for evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned and evaluated. Inspection findings are worn distal end cap, insertion tube delamination, and leaking automated air. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.